Event description:
Baxter canada reports pt noted right shoulder pain due to excess air, which was not confirmed by an x-ray. Baxter canada reports pt is aware of proper priming procedure and does not have a history of excess air. No pt injury or med intervention required per baxter affiliate.